Event description:
It was reported that an ilet user¿s blood glucose was high at 355 mg/dl, and the caregiver announced multiple meals during the night and used meal announcements to deliver insulin for correction when no food was consumed, representing an improper procedure related to the user interface. A full supply change was performed and glucose began decreasing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions regarding meal announcements and site rotation, with the user interface implicated only as the point of interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.